Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked screen and the user experienced difficulty unlocking the device, with a photo confirming screen damage; blood glucose levels were reported as not impacted and a replacement device was arranged. Symptoms included no adverse physiological effects. Outcomes included no alarms and continued use of the user¿s cgm system until replacement. Investigation included customer interview, photo review, and troubleshooting with education on data sync, shutdown, and return procedures. Investigation of this case revealed screen damage to the display component consistent with a broken or cracked screen, with no evidence of device-driven glycemic impact or alert activity. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display.